Event description:
It was reported that a device would not recognize a closed door. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received the device in question. The device evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.